Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% target lesion was located in the 1st diagonal to 2nd diagonal branch of the left coronary artery. After deploying a 3.00 x 38mm synergy ii stent at 11 atmospheres, the stent delivery system (sds) could not be removed as the guide wire lumen was flattened. The sds became stuck with the 0.014 inch non-bsc guide wire and upon pulling the sds into the guide catheter, resistance was encountered and the shaft separated. The sds was eventually pulled out together with the wire and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: a synergy ous mr 3.00 x 38mm stent delivery system (sds); (B)(4) was returned for analysis broken into 2 sections and the stent missing. A guidewire was also returned. Positive pressure was applied on the balloon and the balloon did not appear to be damaged. A visual and tactile examination of the hypotube found multiple hypotube kinks. The shaft polymer extrusion identified a break at the port bond. A break in outer shaft polymer extrusion 2mm distal of the tab of the hypotube lasercut region. The outer shaft polymer extrusion had been stretched on both sides of the break site. The inner shaft polymer extrusion break site was inside the outer extrusion. The break site on the inner shaft polymer extrusion is not clearly visible due to what appeared to be hardened contrast medium at the site. The distal section of the device was soaked in water bath at 37 degrees to in order to soften this substance to obtain a better view in the inner extrusion break site. Following soaking the break site could be seen more clearly. It was noted that the wire exchange port could not be seen. The wire exchange port section of the device may have been broken from the device and not returned or severely stretched such that wire entry site could not be recognized. The section of the inner shaft polymer extrusion within the balloon was severely bunched/accordioned such that the distal markerband was in the distal balloon cone and the proximal markerband was in the middle of the balloon. Multiple sites of severe bunching/accordioning were noted along the remainder of the shaft. Some bunching was also noted at sites along the outer shaft polymer extrusion. Shaft polymer extrusion kinks were also noted. The shaft polymer extrusion was cut by the investigator during analysis 206mm proximal to the device tip, in an attempt to insert a needle between the inner and outer extrusion so that the needle could be attached to an inflation device and a balloon inflation/deflation test could be carried out. However due to the damage noted to the shaft, the needle could not be inserted. The shaft polymer extrusion was then cut by the analyst during analysis 100mm proximal to the device tip and an attempt to insert a needle and was unsuccessful due to the shaft damage. The outer diameter (od) on the guidewire returned was measured and was 0.014''. An attempt was made to load this wire into the tip of the device, however the wire was blocked by inner bunching. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% target lesion was located in the 1st diagonal to 2nd diagonal branch of the left coronary artery. After deploying a 3.00 x 38mm synergy ii stent at 11 atmospheres, the stent delivery system (sds) could not be removed as the guide wire lumen was flattened. The sds became stuck with the 0.014 inch non-bsc guide wire and upon pulling the sds into the guide catheter, resistance was encountered and the shaft separated. The sds was eventually pulled out together with the wire and the procedure was completed. No patient complications were reported and the patient's status was good.